Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40 ,lot# va0tdg6, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0958d, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va0958d, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The manufacturer representative (rep) reported that three components were removed on (B)(6) 2015 due to infection. The patient's indications for use were unknown.